Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.400.111, lot: 8191702, manufacturing site: bettlach, release to warehouse date: march 15, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blue plastic handle was found partially broken near the small longitudinal slot as reported. There are no damages visible at the knob. The broken part is missing. The rest of the device is in a used condition with slight scratches. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Furthermore, the broken off part is missing. Drawing/specification review: the review of the manufacturing documents shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot numbers. Summary: our investigation has shown that the complaint condition is confirmed due to the breakage. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during maintenance on (B)(6) 2020, the sales consultant noticed that two handles were broken around the button. The fragments were missing. This report is for a handle for screwdriver shaft. This is report 1 of 2 for (B)(4).